Event description:
.

Event description:
It was reported that during the implantation procedure high impedances (>4000 ohms) were measured on electrode combinations of case to #2 and case to #3 of the implantable neurostimulator (ins) system. It was noted that the leads were parallel and 1 cm apart with good positioning confirmed by endoscopy. Multiple (3) re-insertions of the lead back into ins still produced "high" impedances (around 1000 ohms). It was reported that the physician felt both leads were "a little loose" in the ins connector block and that the set screws did not seem to tighten well. It was then recommended to replace the ins. See manufacturer's report # 3007566237-2013-00613 for subsequent issue in same procedure.

Manufacturer narrative:
Product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Final device analysis for the ins revealed no anomaly found. Final device analysis for lead (B)(4) revealed no anomaly found. Final device analysis for lead (B)(4) revealed the outer insulation of the lead body was cut.

Manufacturer narrative:
(B)(4).